Event description:
It was reported that thrombosis occurred and the procedure was cancelled. During a watchman left atrial appendage (laa) closure procedure, a versacross connect kit was selected for use. A transesophageal echocardiogram (tee) was performed and a dense spontaneous echogenic contrast was noted but thrombus was not confirmed hence the physician prepared for transseptal puncture (tsp). Full dose (8000 units) of heparin was administered and once transseptal site was confirmed, radio frequency was applied. The transseptal puncture (tsp) was completed successfully. Both watchman sheath and a non-boston scientific pigtail catheter was positioned in the left atrial appendage (laa). Partial thromboplastin time (ptt) was 217 and additional 2000 units of heparin was given. As the watchman implant device was being prepared, the physician noted an acute thrombogenic density at top of the sheath and pigtail catheter. The physician decided to abort procedure and removed all equipment. The patient started on unfractionated heparin (ufh) and admitted to the hospital overnight for observation. The device is not expected to be returned for analysis. It was further confirmed there were no positioning issues with tsp. The tsp was quick and uneventful however the efficiency and quickness of the tsp may have contributed to the thrombus formation given that heparin was given technically only a few minutes before crossing into the la. The patient was discharged as on (B)(6) 2024 in a stable condition. There were no malfunctions noted with versacross wire or dilator.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.